Event description:
Boston scientific received information that during a pacemaker replacement procedure, it was discovered that the atrial lead was dislodged. The lead was unable to be repositioned due to tissue overgrowth so the physician explanted it. A new atrial lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted an extended helix, but no evidence of any damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities.